Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection found that the jaws were stuck closed when received and dried blood was coating the jaws. Functional testing found the jaws could be released by pushing forward on the handle. Inspection of the jaws found eschar and gauze remnants between the seal plates towards the back of the jaw . The jaw gap exceeded specifications. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. Pmv investigation personnel identified the root cause of the reported event to be attributed to the user infrequently cleaning the jaws. The IFU states, place the vessel or tissue in the center of the jaws. To avoid incomplete sealing, do not grasp tissue beyond the electrode surface; do not place tissue in the jaw hinge. The IFU warns, to keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. No trend has been identified for this failure mode.

Manufacturer narrative:
The product sample was not returned to covidien for analysis. Without the sample, a detailed investigation could not be performed. The device history record (DHR) indicates the lot/serial number was released meeting all qa specifications.the file will be closed as unconfirmed at this time. If additional information is obtained or the sample is returned, we will re-open this investigation.

Event description:
The customer reported that the device did not seal during a hysterectomy. No tissue damage. No patient injury reported. Another device was used to complete the procedure.

Event description:
New information received on 10/07/2014 the procedure was changed from a laparoscopic hysterectomy to a transvaginal hysterectomy.

Manufacturer narrative:
(B)(4)